Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigatedas part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included asxym for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instruement to electorstatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customersthat correct operating procedures must be followed to ensure optimal performanceof the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 2/10/97, the account reported erractic bhcg results for an ER pt, which were received while operating the analyzer. The first run for the sample gave the following results. 1.10 dilution =>10,000 mlu/ml; 1:200 dilution =< 800 mlu/ml. On the second run, the sample results were: 1;10 dilution => 10,000 mlu/ml; 1:200 dilution = 1,012 mlu/ml which was reported. According to med. Records the pt was discharged and advised to see a personal physician. No further info provided. No report of injury. On 2/11/97, the pt sample was put on the instrument for a third run and gave the following results: 1:10 dilution = >10,000mlu/ml; 1:200 dilution = 46,700 mlu/ml, which was reported to the ER personnel. No add'l tests were ordered on the pt. According to the account, the sample did not have fibrin and was run in the primary tube for all testing.